Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup and head were removed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the head and cup was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Non-conformances were identified for the castings inspection procedure paperwork for the bhr cup and bhr head. However, all supporting documents confirm that these were acceptable products when released. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. According to the provided revision report, the patient had pain. During the revision, stable components were noted and a synovium with layers of brownish tissue. Whether the brown synovium tissue corresponds the alleged metallosis cannot be determined based on the provided documents. Review of the provided implantation and revision report did not provided information that could explain the reasons for this revision in more detail. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed on the right hip due to metallosis.

Manufacturer narrative:
It was reported that a revision surgery was performed on the right hip due to metallosis. As of today, device return and additional information has been requested for this complaint but has not become available. The device batch/lot details have not been received therefor no thorough manufacturing record review and assessment of the reported event can be performed. The available medical documents were reviewed. According to the provided revision report, the patient had pain (final diagnosis). During the revision stable components were noted and a synovium with layers of brownish tissue. Whether the brown synovium tissue corresponds the alleged metallosis cannot be determined based on the provided documents. Review of the provided implantation and revision report did not provided information that could explain the reasons for this revision in more detail. No indication of a mal-performance of the device was found. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.